Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2025 and suture was used. During the surgery when doctor took the bite and tried to put a knot to ligate the suture broke. So, surgeon tried another foil and completed the surgery. This incident lead to a delay of 10-15 min. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained via: - were there any adverse consequences associated with the patient? No. - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. - which tissue was being sutured when the event occurred? Nw9304 was used in bowel anastomosis & nw849 was used for ligating the vessels. - was additional dissection required in other organs/tissues other than the target tissue? No. - was there any change in the patient¿s post operative care due to the prolonged procedure? No. Kindly confirm the device return status. Both the defective suture material was discarded as per the hospital protocol to avoid infection/injury. Note: please mention the source through which the information is received (information received from dr, nurse etc.) Mr. (B)(6) (hospital admin) and (B)(6) (ot nurse).

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.